Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl; the patient was unsure if the insulin pump was over-delivering. The patient treated by drinking 3 apple juice boxes. The patient's blood glucose at the time of call was 120 mg/dl. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The reservoir contained more insulin than what the status screen displayed. The insulin pump was not returned for analysis.